Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to that there was no allegation in this record per the fe response from 12nov, the device was requested to be checked and restored from storage and there was no issues identified with it.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.